Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The top case was chipped and cracked. The bottom case had seal damage. There was a check clutch and plunger lever error in the device history log. The flow test was performed to confirm the reported issue. The reported issue was confirmed. The e-clip and worm gear fell off the leadscrew. The issue looks to be from impact after noticed the damage to the pump. Damaged components were replaced, and the device was recalibrated. This issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue

Event description:
Information was received indicating that the medfusion 4000 pump displayed a check clutch plunger issue, a travel coarse error and a damaged top case. There were no adverse events reported.